Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using the lightning aspiration tubing (lightning) packaged with an indigo system aspiration catheter 8 (cat8) and a penumbra engine (engine). During the procedure, before the tubing was connected to the patient, the lightning microprocessor indicator light turned red immediately after plugging it into the engine usb port. After unplugging the lightning and plugging it in again, the light turned green; therefore, the physician proceeded with the case. Approximately five minutes into the case, the flow switch was switched into the ''off'' position and the lightning indicator light turned red. When the flow switch was switched back into the ''on'' position, no aspiration was produced. The lightning device was troubleshot by unplugging the unit and flushing the tubing; however, the issues were unresolved. Therefore, the lightning and tubing were removed. The procedure was completed using a new lightning and new tubing with the same cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-00900 1. Section h. Box 5. 510(k). Evaluation of the returned lightning could not confirm the solid red. Evaluation revealed that the unit was functional. During the functional test, with a demonstration canister and engine, the lightning was able to aspirate fluid into the canister without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.